Manufacturer narrative:
MFR received date 03 dec 2019. Date of report 04 dec 2019. The field service engineer (fse) replaced the motor controller. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/02/2019.

Event description:
The fse (field service engineer) evaluated the device and found a 35 volt failure. There was no patient involvement. The fse confirmed the reported event and replaced the da pcba (data acquisition power control board assembly). However, the reported issue persisted and has not been resolved.